Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited a signal artifact monitor (sam) event and magnetic resonance imaging (MRI) event. There were events stored as ventricular events that were atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) questioned if it was due to the rate in monitor zone. Technical services (ts) reviewed and stated that they were not able to see sam events. Ts recommended programming optimization. This device remains in service. No adverse patient effects were reported.